Manufacturer narrative:
A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were within specifications. Per the fmc pharmacovigilance physician: there is no suspected causal relationship between the cycler and the peritonitis event. There are no reports of device malfunction or leaks in the sys. A peritoneal dialysis catheter subjects pts to the risks of peritonitis and local infection, because the catheter acts as a foreign body and provides a portal of entry for pathogens from the external environment. The most common cause of peritonitis is touch contamination. This is a retrospective MDR being submitted by fresenius med care as a mediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.

Event description:
A peritoneal dialysis pt called from home to tech support stating, while in drain 1 of 5 with drain line is blocked alarm. Pt had drained 968ml of 2306ml the alarm occurred. Asked pt to look for kinks, coils, clamps, air bubbles and fibrin pt stated all was well. Pt tried to reposition and still was not draining. Pt mentioned she had been in the hosp and this was her first night back on the cycler. Helped pt to reset cycler and still no drain. Advised pt to contract her peritoneal dialysis nurse because she was uncomfortable. On (B)(6) 2012, pt went to clinic with a complaint of severe constipation and in adequate drainage. Pt had been diagnosed with peritonitis on (B)(6) 2012.